Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The evaluation was unable to reproduce or confirm an undetected downstream occlusion. The device was within specification and no malfunction could be identified. A downstream occlusion test was performed per the spectrum preventive maintenance procedure with the unit passing. The pump also passed additional upstream and downstream occlusion testing.

Event description:
It was reported that a pump would not alarm for a downstream occlusion. The customer stated that the device was tested at the facility and confirmed that the pump would not alarm for a downstream occlusion. It was also reported that there was no patient injury.